Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. D08069) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included menometrorrhagia and cervical dysplasia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("cramping"), incontinence ("incontinence"), pyrexia ("fever"), alopecia ("alopecia"), urinary incontinence ("bladder/urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dry skin ("rashes or skin conditions (dry skin patches/acne),"), acne ("rashes or skin conditions (dry skin patches/acne),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (blurry vision and couldn¿t see at times),"), weight increased ("weight gain"), cyst ("other injury/complication (cysts)."), abdominal pain ("right side abdominal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,lysis of adhesions,) and surgery (abltion). Essure was removed on 8-nov-2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, incontinence, pyrexia, urinary incontinence, tooth disorder, dysmenorrhoea, fatigue, migraine, headache, vaginal discharge, vision blurred, weight increased and cyst outcome was unknown, the alopecia was resolving and the nausea, dry skin, acne, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, cyst, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pyrexia, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, urinary incontinence, tooth disorder, dysmenorrhoea, fatigue, migraine, headache, nausea, dry skin, acne, vaginal discharge, vision blurred, weight increased, cyst, abdominal pain, pain in extremity, device monitoring procedure not performed were added and previously reported event alopecia outcome updated. Reporter, patient demographic information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 44-year-old female patient who had essure (batch no. D08069(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included pre-eclampsia, c-section and polymenorrhoea. Concurrent conditions included menometrorrhagia, cervical dysplasia, distended bowel, diabetes mellitus, urinary urgency, hypertension, lsil, excessive menstruation, excess sweating, fatigue, metrorrhagia, morbid obesity, obesity, hypokalemia, type 2 diabetes mellitus, human papilloma virus serology test positive, frequent periods and morbid obesity. Concomitant products included copper sulfate;ferrous sulfate;manganese sulfate (ferrous sulphate co), cyclobenzaprine, folic acid, furosemide, lisinopril, metformin, metoprolol, potassium and sucralfate (novo-sucralate). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), rash ("rashes "), skin disorder ("skin conditions") and hypertonic bladder ("overactive bladder"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"), 6 months 7 days after insertion of essure. On (B)(6) 2016, the patient experienced adnexa uteri cyst ("paratubal cyst adhesions"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), incontinence ("incontinence"), pyrexia ("fever"), urinary incontinence ("bladder/urinary problems or changes/loss of bladder control"), fatigue ("fatigue,"), dry skin ("rashes or skin conditions (dry skin patches/acne),"), acne ("rashes or skin conditions (dry skin patches/acne),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (blurry vision and couldn¿t see at times),"), cyst ("other injury/complication (cysts)."), abdominal pain ("right side abdominal pain"), pain in extremity ("leg pain"), pelvic discomfort ("discomfort") and flatulence ("passed gas"). The patient was treated with antibiotics, gabapentin, hydrocodone, ibuprofen, liraglutide (victoza), norethisterone (norethindrone), oxybutynin and surgery (lysis of adhesions, ablation, endometrial ablation and underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,lysis of adhesions,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue, nausea, dry skin, acne, vision blurred, weight increased, abdominal pain, pain in extremity, skin disorder, cystitis, urinary tract infection and vaginal infection had resolved, the menorrhagia, vaginal haemorrhage, incontinence, pyrexia, urinary incontinence, tooth disorder, dysmenorrhoea, migraine, vaginal discharge, cyst, pelvic discomfort, flatulence, adnexa uteri cyst, rash and hypertonic bladder outcome was unknown, the genital haemorrhage had not resolved and the alopecia and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri cyst, alopecia, cyst, cystitis, dry skin, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, headache, hypertonic bladder, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, pyrexia, rash, skin disorder, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s social media: flatulence, pelvic discomfort". Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: excessive menstruation most recent follow-up information incorporated above includes: on 2-jan-2019: pfs received- new event overactive bladder were added. Treatment and concomitant drug, medical history were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. D08069) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included menometrorrhagia, cervical dysplasia and distended bowel. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("cramping"), incontinence ("incontinence"), pyrexia ("fever"), alopecia ("alopecia"), urinary incontinence ("bladder/urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dry skin ("rashes or skin conditions (dry skin patches/acne),"), acne ("rashes or skin conditions (dry skin patches/acne),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (blurry vision and couldn¿t see at times),"), weight increased ("weight gain"), cyst ("other injury/complication (cysts)."), abdominal pain ("right side abdominal pain"), pain in extremity ("leg pain"), pelvic discomfort ("discomfort") and flatulence ("passed gas"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,lysis of adhesions,) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, incontinence, pyrexia, urinary incontinence, tooth disorder, dysmenorrhoea, fatigue, migraine, headache, vaginal discharge, vision blurred, weight increased, cyst, pelvic discomfort and flatulence outcome was unknown, the alopecia was resolving and the nausea, dry skin, acne, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, cyst, dry skin, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, pyrexia, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s social media: flatulence, pelvic discomfort". Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received - new events "passed gas, discomfort" were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. D08069(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included menometrorrhagia, cervical dysplasia and distended bowel. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("cramping"), incontinence ("incontinence"), pyrexia ("fever"), alopecia ("alopecia"), urinary incontinence ("bladder/urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dry skin ("rashes or skin conditions (dry skin patches/acne),"), acne ("rashes or skin conditions (dry skin patches/acne),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (blurry vision and couldn¿t see at times),"), weight increased ("weight gain"), cyst ("other injury/complication (cysts)."), abdominal pain ("right side abdominal pain"), pain in extremity ("leg pain"), pelvic discomfort ("discomfort") and flatulence ("passed gas"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,lysis of adhesions,) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, incontinence, pyrexia, urinary incontinence, tooth disorder, dysmenorrhoea, fatigue, migraine, headache, vaginal discharge, vision blurred, weight increased, cyst, pelvic discomfort and flatulence outcome was unknown, the alopecia was resolving and the nausea, dry skin, acne, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, cyst, dry skin, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, pyrexia, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s social media: flatulence, pelvic discomfort". Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. (Batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 44-year-old female patient who had essure (batch no. D08069(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included pre-eclampsia and c-section. Concurrent conditions included menometrorrhagia, cervical dysplasia and distended bowel. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), rash ("rashes or skin conditions") and skin disorder ("skin conditions"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6) 2016, 6 months 7 days after insertion of essure, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("paratubal cyst adhesions"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), incontinence ("incontinence"), pyrexia ("fever"), urinary incontinence ("bladder/urinary problems or changes"), fatigue ("fatigue,"), dry skin ("rashes or skin conditions (dry skin patches/acne),"), acne ("rashes or skin conditions (dry skin patches/acne),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (blurry vision and couldn¿t see at times),"), cyst ("other injury/complication (cysts)."), abdominal pain ("right side abdominal pain"), pain in extremity ("leg pain"), pelvic discomfort ("discomfort") and flatulence ("passed gas"). The patient was treated with norethisterone (norethindrone), antibiotics, liraglutide (victoza), gabapentin, hydrocodone, ibuprofen, surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,lysis of adhesions,), surgery (ablation), surgery (endometrial ablation) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue, nausea, dry skin, acne, vision blurred, weight increased, abdominal pain, pain in extremity, skin disorder, cystitis, urinary tract infection and vaginal infection had resolved, the menorrhagia, vaginal haemorrhage, incontinence, pyrexia, urinary incontinence, tooth disorder, dysmenorrhoea, migraine, vaginal discharge, cyst, pelvic discomfort, flatulence, adnexa uteri cyst and rash outcome was unknown, the genital haemorrhage had not resolved and the alopecia and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri cyst, alopecia, cyst, cystitis, dry skin, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, pyrexia, rash, skin disorder, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s social media: flatulence, pelvic discomfort". Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet received. Events per pfs: paratubal cyst adhesions rash, skin conditions, bladder infection, vaginal infection and urinary tract infection were added. Outcome for events skin condition, vision problems, pain cramping, nausea, fatigue, abnormal bleeding, infection and weight gain were resolved. Outcome for events hair loss and headaches were recovering. Treatment drug were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), alopecia ("alopecia"), incontinence ("incontinence") and pyrexia ("fever"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,lysis of adhesions, ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, incontinence and pyrexia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, incontinence, pelvic pain and pyrexia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.